Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote power interface was not working. A field service engineer (fse) checked the wall plug and the power cable, and no adverse issues were detected and installed a new remote power interface. After the reboot, all lights on the drawer boards blinked and then turned off again and isolated each drawer by connecting them individually with the pyxibus cable and found that the half height drawer 1 was causing the issue and replaced the module controller and the drawer control boards, but there was no improvement. All drawers on the station were functioning properly except for the auxiliary half height drawer 1. The field service engineer will replace the auxiliary drawer 1 once the ordered part is received. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and device was not detected on the bus. The customer attempted troubleshooting by rebooting the station and tried to recover the drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and device was not detected on the bus. The customer attempted troubleshooting by rebooting the station and tried to recover the drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.